Manufacturer narrative:
Section a2, a3, a4, a5 and a6: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip of eyhance preloaded intraocular lens had broken as the lens emerged. There is no patient contact. Additional stated that when surgeon pushed the plunger all the way, cartridge tip was broken. There is no report of use error. Upon further follow up, reporter stated that there was a small scratch on the lens. No other information is available.